Event description:
It was reported that during an implant procedure the right ventricular (rv) lead had adequate thresholds. After the pocket was closed the thresholds were determined to be high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.